Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery faults was unable to be confirmed. The event log file was reviewed and contained data from (B)(6) 2025. Events from the reported event dates of (B)(6) 2025 were overwritten by newer data. No notable alarms were active in the log file. The system operated as intended throughout the data. The periodic log file was reviewed and contained data from (B)(6) 2025. Data in the periodic log file is captured at periodic intervals. No backup battery fault alarms or notable alarms were active in the log file. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had visible emergency backup battery (ebb) faults on (B)(6) 2025 and (B)(6) 2025. Log file review was requested which did not reveal any unusual events. No ebb faults were seen in the log files. It was noted that the log files did not contain data from the reported date of the ebb faults. The system controller was exchanged.